Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a coronary stenting procedure with implantation of a xience stent. On an unspecified date post procedure, the patient experienced angina. Medication was administered, and a revascularization procedure was performed on (B)(6) 2019, treating in-stent restenosis. The adverse patient event resolved on (B)(6) 2019. No additional information was provided.

Event description:
Subsequent to follow-up #1 medwatch report, information was provided, which indicates that on (B)(6) 2019, the patient experienced angina. On (B)(6) 2019, a revascularization procedure was performed. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: date of event. MFR site: reg#.

Manufacturer narrative:
Internal file number: (B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, information was provided, which indicates that a 2.75 x 15 mm xience sierra stent was implanted on (B)(6) 2019. No additional information was provided.